Manufacturer narrative:
On 8-may-2020, the mentor failure analysis lab received the device for evaluation. On 26-may-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation, a crease/fold was observed in the anterior view of the device a tear was also observed within the crease/fold, measuring approximately 0.4 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
On 26-mar-2020, mentor received additional information regarding the suspected medical device, the date of implantation, the date of problem observed, the results of mammogram and ultrasound, the date of explantation, and the replacement devices. The suspected medical device is a 475cc mentor smooth round spectrum prosthesis (catalog #: 3501480, serial #: (B)(6), and the date of implantation is (B)(6) 2014. Bilateral mammogram and unilateral ultrasound on the left breast performed on (B)(6) 2019 both indicated the left-sided deflation. The patient underwent bilateral removal and replacement with two 475cc mentor smooth round spectrum prostheses (catalog #:3501480 , right serial #: (B)(6), left serial #: (B)(6) on (B)(6) 2020. The relevant fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacture's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with an unknown saline implant and experienced postoperative left-sided deflation. The diagnosis was confirmed by a physician on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.